Manufacturer narrative:
The products associated with this reported event were not returned for examination. The product codes and lot codes required to search the complaint database were not provided. The investigation could not draw any conclusions about the reported event based on the info provided. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be re-opened.

Event description:
The pt was revised because of loosening of the femoral component and tibial tray.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The product lot code required in retrieving the device history records for reviewing and searching the complaint database was not supplied. The investigation could not draw any conclusions about the reported event based on newly provided information. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.